Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 12-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure (batch no. A82456) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), adnexa uteri pain ("pain in the ovaries after insertion / pain in the lower abdomen as if my ovaries were being ripped out / pains (especially in the ovaries)"), migraine ("very strong migraines / severe migraines / strong migraines before my period"), abdominal distension ("swollen abdomen / bloated stomach") and fatigue ("transient fatigue"). On an unknown date, the patient experienced arthralgia ("joint pain more present in the knees and pelvis") and pelvic pain ("joint pain more present in the knees and pelvis"). The patient was treated with ibuprofen (spifen). Essure treatment was not changed. At the time of the report, the menorrhagia, adnexa uteri pain, migraine, abdominal distension, fatigue, arthralgia and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, fatigue, menorrhagia and migraine with essure. The reporter considered arthralgia and pelvic pain to be related to essure. The reporter commented: that the essure insertion date was provided ((B)(6) 2013) and it was reported that the onset date of the first symptoms about 2 to 3 months after insertion - discrepant information according to the initial report (start date of events - 2011) and insertion date ((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on an unknown date: everything was correctly in place. Lot number: a82456, manufacturing date: 2013/01, expiration date: 2016/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 05-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure (batch no. A82456) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), adnexa uteri pain ("pain in the ovaries after insertion / pain in the lower abdomen as if my ovaries were being ripped out / pains (especially in the ovaries)"), migraine ("very strong migraines / severe migraines / strong migraines before my period"), abdominal distension ("swollen abdomen / bloated stomach") and fatigue ("transient fatigue"). On an unknown date, the patient experienced arthralgia ("joint pain more present in the knees and pelvis") and pelvic pain ("joint pain more present in the knees and pelvis"). The patient was treated with ibuprofen (spifen). Essure treatment was not changed. At the time of the report, the menorrhagia, adnexa uteri pain, migraine, abdominal distension, fatigue, arthralgia and pelvic pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, fatigue, menorrhagia and migraine with essure. The reporter considered arthralgia and pelvic pain to be related to essure. The reporter commented: that the essure insertion date was provided ((B)(6) 2013) and it was reported that the onset date of the first symptoms about 2 to 3 months after insertion - discrepant information according to the initial report (start date of events - 2011) and insertion date ((B)(6) 2013). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on an unknown date: everything was correctly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: the essure lot number and date of its insertion was received. The ha number, new adverse event (pelvic pain) and new as reported (pain in the lower abdomen as if my ovaries were being ripped out / pains (especially in the ovaries), strong migraines before my period, bloated stomach, joint pain) were provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 20-feb-2020. The most recent information was received on 06-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), adnexa uteri pain ("pain in the ovaries after insertion"), migraine ("very strong migraines"), abdominal distension ("swollen abdomen") and fatigue ("transient fatigue"). The patient was treated with ibuprofen (spifen). Essure treatment was not changed. At the time of the report, the menorrhagia, adnexa uteri pain, migraine, abdominal distension and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, fatigue, menorrhagia and migraine with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('very heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), adnexa uteri pain ("pain in the ovaries after insertion"), migraine ("very strong migraines"), abdominal distension ("swollen abdomen") and fatigue ("transient fatigue"). The patient was treated with ibuprofen (spifen). At the time of the report, the menorrhagia, adnexa uteri pain, migraine, abdominal distension and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal distension, adnexa uteri pain, fatigue, menorrhagia and migraine with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.